Event description:
The pump was returned for multiple loss of prime warnings. Evaluation revealed that the force sensor is out of calibration, and there was evidence of contamination observed on the force sensor plate. This report is made based on results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the force sensor is out of calibration, and there was evidence of contamination observed on the force sensor plate. Unrelated to the force sensor issue, investigation revealed a dim display screen, a cracked battery compartment, and a torn keypad. These malfunctions are not likely to cause an adverse event, as they are generally obvious and detectable to the user and do not effect insulin delivery functions. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.